Manufacturer narrative:
The complaint states revision of srom duraloc hip replacement performed on 05/09/16. Both the acetabular and femoral components were loose. On the acetabular side the cup appeared to have changed positions and on the femoral side radiolucent lines were visible around the sleeve. All components were removed and replaced with implants from other companies. Explants: 14x9 36std srom stem, 14 f lge srom sleeve, duraloc cup and duraloc liner. Good patient outcome. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further addendum added 24 mar 2017 - the complaint was reopened as details for the cup were received. The DHR review for product code: 124580049 lot code: sp5a91001 was performed to verify all steps were completed and signed for. There were no discrepancies or anomalies discovered during this review and no nonconformances were associated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of srom duraloc hip replacement performed on (B)(6) 2016. Both the acetabular and femoral components were loose. On the acetabular side, the cup appeared to have changed positions and on the femoral side radiolucent lines were visible around the sleeve. All components were removed and replaced with implants from other companies.